Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. Patient described the area as an open oozing blister under the left arm pit where electrode sits. There was no alleged device malfunction contributing to the blister. There is no indication that the patient received medical intervention. Outcome of the blister is unknown.